Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. According to the photograph, the failure mode ¿a0121 ¿ crimped/kinked¿ was confirmed, as the image clearly shows the tubing kinked. However, the failure modes ¿a0350 ¿ occluded/blockage¿ and ¿a0095 ¿ causes pump to alarm¿ could not be confirmed. A physical sample is required to perform the necessary tests to validate these failure modes, and without it, confirmation is not possible.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product has an indentation preventing flow. It was also added that the pressure from the clamp caused the tubing to fold inward. The customer had issues with product moving through the line due to the folding. They stated that sometimes the pump gave an occlusion alarm. There was patient involvement but no harm.